Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was ventricular oversensing and undersensing noted on stored electrograms (egm). There was also a lead integrity alert (lia) on the right ventricular (rv) lead due to high rate non-sustained episodes and short ventricular intervals. Follow up yielded no information. The lead remains in use. No patient complications have been reported as a result of this event.